Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. Although evidence indicates external stress may have been a factor in the header becoming loose, the cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust.

Event description:
--

Event description:
Boston scientific received information that this device elicited beeping tone. The patient was informed by the physician that they were expecting this device will soon be replaced and they will know through device's beeping tone. Boston scientific technical services (ts) ruled out environmental source of beeping tone. This device remains in service. No adverse patient effects were reported. Addition information received that during explant of this device for normal battery depletion, the header was noted to be unstable. No adverse patient effects were reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.